Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
During the procedure the physician was using the trellis and over inflated the balloon. The balloon burst. The physician brought the balloon to 4atm and the trellis was prepped by inflating the balloons prior to inflation. A second trellis was opened to complete the case.investigation of the returned device on (B)(6), 2015 found the proximal balloon had burst.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.